Event description:
The cannula accessory was returned by request from intuitive surgical, inc. As this site had previously returned an instrument which showed indications of cannula related tube abrasion. See medwatch MFR. Report # 2955842-2007-00255.

Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed that the cannula inner diameter had a consistent cylindrical pattern of scratching/machining marks at the tip. It was determined that the marks have high spots which have the potential to damage instrument shafts/tubes in certain loading conditions. No other damage was found.